Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. No lens damage observed. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge, handpiece, and a non-qualified viscoelastic. The root cause for the reported event could not be determined. A lens malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the posterior capsule ruptured upon delivery of the iol. The iol was exchanged for a different model iol. The patient recovered with no harm reported.